Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly has intermittent power issue. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 06/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2012 with the following findings: the keypad was found to be lifted at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons were found to be unresponsive to presses. The keypad was removed and contamination was observed under the button contacts and on the keypad flex.